Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180312. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-15. Medical device lot #: 171108. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-11-08. Investigation summary: since complaint is not possible to confirm and no issues were found in DHR, it was determine that no corrective actions are required at this time.

Event description:
It was reported that bd microlance¿ needle leaked. This was discovered before use. The following information was provided by the initial reporter: when connecting the syringe and a small needle, there was a leakage.